Event description:
According to the reporter, during laparoscopic total hysterectomy, the device had inadequate sealing/partially (energy output and seal completion sound were confirmed) and re-grasp alarm occurred a few seconds after starting to seal on approximately 4 to 5 mm upper ligament of the right side of the uterus and felt like a raw burn after 20 good seals. The area of the device¿s jaw was cleaned every time it got dirty. Another ligasure was used appropriately with the same generator. There was bleeding occurred after a knife was used to resect the tissue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9 (latest return date), g3, h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an alarm activation, the device stopped working and the device had inadequate sealing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic total hysterectomy, the device had inadequate sealing/partially only (energy output and seal completion sound was confirmed) on upper ligament of the right side of the uterus and felt like a raw burn after 20 good seals. The area of the device¿s jaw was cleaned every time it got dirty. Another device was used appropriately with the same generator. There was bleeding occurred after a knife was used to resect the tissue. There was no patient injury.